Manufacturer narrative:
Unknown event date in october 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an acl and meniscus repair on an unknown date in october 2019, the surgeon was using the truespan meniscal repair system. The first truespan 12 degree peek device did not release properly and did not implant correctly into the meniscus. The surgeon went ahead and used the 2nd truespan 12 degree peek that had been prepared and the same failure occurred. A third truespan 12 degree peek was attempted resulting in the same issue. A replacement was procured from a different batch. As per the surgeon 5 units were used and 3 of the guns had the same issue. A 10 minute surgical delay was noted due to gathering and opening new implants. There was no patient consequence. This is report 2 of 3 for(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the devices were received for evaluation. There were three devices returned. One from lot number 3l18684 and two from lot number 3l18684. It was not identified which devices were from which lot number. So this investigation will be done for all three devices. The first device was visually inspected and there were no anomalies identified on the exterior of the gun. The sleeve was removed from the shaft and there were no implants or suture inside of the device. There were no anomalies found on the shaft or the tubing that were under the sleeve. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. The second and third devices were inspected and there was one implant in the distal tip of the needle. Visual inspection did not reveal any anomalies on the device. The trigger on the gun was pulled and the second implant fired as expected. A possible root cause of the failure is that the needle did not fully penetrate the meniscus and was fired which would not allow the first implant to deploy. These complaints can be confirmed for two of the devices and not confirmed for the third. A manufacturing record evaluation was performed for the finished device lot numbers 3l05704 and 3l18684, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot/serial number 3l18684, and no non-conformances related to the reported complaint condition were identified.

Event description:
Additional information received from the affiliate reporting a 10 minute surgical delay due to the need to retrieve and open new implants. The affiliate reported no user or patient impact due to the delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event description and device return date. UDI: (B)(4). The expiration date is unknown.